Event description:
As reported, approximately 5 years and 1 month post the initial right total knee arthroplasty, the patient was revised due to polyethylene wear. Because the patient has filed a short form, it appears they are alleging significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries.